Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an in-stent restenosis of a previously implanted 10mm x 8cm non bsc stent located in the severely calcified and moderately tortuous unspecified vessel. A 8.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation and was able to cross the lesion smoothly. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 8mm x 4cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the complaint device was inflated to 14atm and the balloon ruptured. The directions for use (dfu) states; "do not exceed the rated balloon burst pressure. Inflation in excess of the rated burst pressure may cause the balloon to rupture. In vivo balloon pressure shall never exceed the rated burst pressure." Dfu lists 12atm as the rated burst pressure for 8.00mm diameter devices. The most probable root cause is considered user related. (B)(4).